Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, there was a right master tool manipulator (mtm) issue on surgeon side console (ssc) 2. The logs show the error 25516. System logs show the customer powered the system off, removed ssc 2, and restarted the system in a single console configuration. Per logs, the customer was continuing with the procedure. The issue was isolated to the right hand on the ssc 2. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint and replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the mtm, but failure analysis has not yet been completed.

Manufacturer narrative:
The master tool manipulator (mtm) was tested and error 23017 was reproduced along axis 1 during the sine cycle.

Event description:
Refer to h10/h11 for follow-up information.